Event description:
It was reported that a vital mis screw shank broke post-operatively. The patient does not want to undergo a revision surgery. There are no reports of patient impacts from the breakage.

Manufacturer narrative:
Additional information in b6 and h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and photos were not provided, so a device evaluation could not be performed. The complaint is confirmed via x-ray potential cause root cause was unable to be determined. This event could possibly be attributed to unknown patient factors or post-op trauma. DHR review DHR was unable to be reviewed as lot number is not known. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. MDR 3012447612-2021-00163 is concerned with the same patient.

Event description:
It was reported that a vital mis screw shank broke post-operatively. The patient does not want to undergo a revision surgery. There are no reports of patient impacts from the breakage.